Event description:
The filter was placed into a pt with dvt, bleeding on anticoagulation and was to undergo orthopedic surgery. The filter was in place for less than one month. The physician was attempting to retrieve with an 11fr sheath and a gooseneck snare. The sheath advanced over the filter nicely. However, there was some back pressure and filter "popped". Films revealed extravasation outside the vena cava. The pt did not sustain any adverse effect from this event.